Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac index changes, atrial fibrillation, hypotension, and heavy breathing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The cardiac index worked as expected initially, but after about ten minutes it began to look off. On fluoroscopy and intracardiac echocardiography (ice) that catheter was floating, but there was a >8% change from baseline on all splines but was still reading blue contact. The patient was in atrial fibrillation, portions of hypotension related to anesthesia, and was not paralyzed. The patient was also tachypneic (heavy breathing) for the duration of ablation delivery. A respiratory baseline was not collected after going to the left atrium (la). It is unknown if any medical intervention was performed. It is unknown if the procedure was completed successfully. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac index changes, atrial fibrillation, hypotension, and heavy breathing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The cardiac index worked as expected initially, but after about ten minutes it began to look off. On fluoroscopy and intracardiac echocardiography (ice) that catheter was floating, but there was a >8% change from baseline on all splines but was still reading blue contact. The patient was in atrial fibrillation, portions of hypotension related to anesthesia, and was not paralyzed. The patient was also tachypneic (heavy breathing) for the duration of ablation delivery. A respiratory baseline was not collected after going to the left atrium (la). It is unknown if any medical intervention was performed. It is unknown if the procedure was completed successfully. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac index changes, atrial fibrillation, hypotension, and heavy breathing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The cardiac index worked as expected initially, but after about ten minutes it began to look off. On fluoroscopy and intracardiac echocardiography (ice) that catheter was floating, but there was a >8% change from baseline on all splines but was still reading blue contact. The patient was in atrial fibrillation, portions of hypotension related to anesthesia, and was not paralyzed. The patient was also tachypneic (heavy breathing) for the duration of ablation delivery. A respiratory baseline was not collected after going to the left atrium (la). It is unknown if any medical intervention was performed. It is unknown if the procedure was completed successfully. It is unknown if the device will be returned for analysis. It was further reported that the procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.